Event description:
The customer reported the unit will not charge the battery. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit will not charge the battery. There was no reported pt involvement. A third party field service engineer evaluated the device and ac power module and found the ac power module connector was pulled out and had a broken wire. The ac power module was replaced and resolved the issue. The device passed all performance assurance testing and was returned to use.